Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "system shut down" (loss of power). The nurse reported a posterior capsule tear occurred. The surgeon was performing an anterior vitrectomy when the system shut down completely. Another system was brought in to complete the case. Additional information has been requested on the event and patient status.

Manufacturer narrative:
The company service representative examined the system and found a system message in the event log. The fluidics module was replaced as a diagnostic measure. The system was then tested and met all product specifications. The fluidics module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).